Manufacturer narrative:
This device was not returned to mmdg for evaluation. Mmdg was unable to test the device, and therefore was unable to replicate or confirm the reported complaint.

Event description:
The initial reporter stated that the administration set cracked and leaked at the luer lock. This was received by mmdg in medwatch (B)(4). No follow up attempts were made after the medwatch report was received. (B)(4).